Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba revealed that there were no signs of damage or contamination. The cpu pcba was installed in an fi test ventilator. The test ventilator was booted into the diagnostic mode and the drpt report will be downloaded and reviewed for failure codes. One instance of the e/c 1101 (ventilator restarted due to anomalies detected during operation) was found in the log. The test ventilator was booted into normal ventilation mode and deliver breaths. The power was cycled on and off 15 times and no errors were produced. The test ventilator was allowed to run for approximately 16 hours without generating any errors. A second review of the diagnostic report revealed no additional errors. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. This customer returned cpu pcba was tested and no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a message which indicated that check vent: ventilator rebooted appeared. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.